Event description:
Dialysis patient trained on diascan device, had used another glucometer. Two weeks after training patient had blood meter reading of 202 on diascan- was admitted to hospital with blood glucose of 1300. While in hospital diascan read "10", compared with hospital lab results and our touch results in 300's. Since returned to manufacturer, thinking it was defective. New device received, patient retrained. One and a half weeks later patient admitted to hospital with blood level of 1500. Diascan checked with blood glucose strips obtained from dialysis and results coincided with hospital lab results. Several days after patient was discharged. Dialysis home training received the urgent medical device recall and validqated that the strips the patient was using from his start ap kit were part of the recall. The strips were forwarded to baxterdevice labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: yes. Corrective actions: device permanently removed from service, device recalled by manufacturer/distributor, device returned to manufacturer/dealer/distributor. Invalid data - on device destroyed/disposed of status.